Event description:
Event desc: on (B)(6), an insertion of a feeding tube took place on a pt. On (B)(6) 2012, an x-ray was taken due to concern of proper placement. The x-ray revealed that the tip of the feeding tube broke just below the feeding hole. No harm to the pt. The tip of the tube was allowed to pass.

Manufacturer narrative:
According to the info provided by the complainant there was no report of injury to the pt. No conclusion can be drawn due to the sample not being returned for investigation. We are unable to determine if the device contributed to the incident without evaluating the sample. The customer has been contacted numerous times via email and phone for the sample to be sent, however no sample has been received. Retention samples from the same lot were tensile tested. The bond at the bolus/tube did not fail. The tubing was pulled to more than 7 pounds of force.